Event description:
In 2003 customer alleged a patient got their head stuck in the patient right head rail. The account had to cut the patient out. No injury was reported. According to the field investigation the right head side rail was cut near the communication box to extract the patient's head. The account has a kci first step mattress on top of the original mattress.